Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
(Part that rotates to brush teeth became detached, and) broke off a piece of my incisor [tooth fracture]; part that rotates to brush teeth became detached, and broke off a piece of my incisor [injury associated with device]; toothbrush broke / the part that rotates to brush teeth became detached [device breakage]. Case description: a female consumer of unspecified age reported via e-mail on 22-dec-2016 that her oral-b rechargeable toothbrush, version unknown (smart series) broke and currently did not work. She elaborated that the part that rotated to brush the teeth became detached, and broke off a piece of her incisor. She stated that she had to get this fixed at a dentist "more or less". The consumer stated that she had not had any problem with oral-b in the past. The case outcome was unknown. No further information was provided. On 13-jan-2017 update: the suspect product was determined to be oral-b brushheads, version unknown, and the oral-b power rechargeable toothbrush handle smart series was concomitant. No further information was provided.